Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. The affected sample was returned for our evaluation. After the evaluation of the sample and the discussion with our production supervisors, bd has determined that the foreign matter of the non-conformance consists of an amount of agglomerate dust particles. The dust in this case came from the hopper of the assembly machine. In that case, bd considers that because of a punctual failure in the cleaning procedures by the operator, the presence of this particulates in the hopper was permitted during manufacturing.

Event description:
It was reported with the use of the bd discardit¿ ii syringe there was an issue with syringe inside package is visibly dirty.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd discardit¿ ii syringe there was an issue with syringe inside package is visibly dirty.